Event description:
Low blood sugar [blood glucose decreased], wasn't getting enough insulin from the pen and not receiving the correct amount of medication [incorrect dose administered by device], overmedicated themselves [extra dose administered], bit of a leak that's coming out from the spring part [device leakage], the plunger would drop on its own, would not stay up. [Device issue], experiencing low blood sugar [blood glucose decreased]. Case description: this serious spontaneous case from the united states was reported by a consumer as "low blood sugar (blood sugar decreased)" beginning on (B)(6) 2025, "wasn't getting enough insulin from the pen and not receiving the correct amount of medication (partial dose delivery by device)" beginning on 2025, "overmedicated themselves (extra dose administered)" beginning on (B)(6) 2025, "bit of a leak that's coming out from the spring part (device leakage)" with an unspecified onset date, "the plunger would drop on its own, would not stay up (device plunger issue)" with an unspecified onset date, "low blood sugar (blood sugar decreased)" beginning on 2022, and concerned a 47 years old male patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes", novolog penfill (insulin aspart 100 u/ml) (dose: 15-20 units per meal approximately 4 times a day) from unknown start date for "type 1 diabetes mellitus". Current condition: type 1 diabetes, stage 4 sorosis. (Duration not reported). Concomitant products included - tresiba flextouch u100 (insulin degludec 100 u/ml). Treatment included: glucose. On an unknown date, the patient reported plunger would drop on its own, it would not stay up, the backside of the pen could feel a little bit of a leak that's coming out from the spring part around where they dial it. On an unspecified date in 2022, patient had low blood sugar (test name: blood glucose) (units and values unspecified). On an unspecified date in 2025, wasn't getting enough insulin from the pen and not receiving the correct amount of medication. On (B)(6) 2025, the patient kind of overmedicated themselves because did not realise what was going on which cause them to have a low blood sugar attack, body went into a cramping mode and legs felt like jello since their readings were less than 30 (test name: blood glucose). They had called the 911 paramedics; patient was provided with glucose packets which helped to bring readings up in 3 hours. Batch numbers: novopen echo: fvga091, novolog penfill: ps6mh40. Current location of device: manufacturer. Period of use: unknown. Action taken to novopen echo was not reported. Action taken to novolog penfill was not reported. On (B)(6) 2025 the outcome for the event "low blood sugar (blood sugar decreased)" was recovered. The outcome for the event "wasn't getting enough insulin from the pen and not receiving. The correct amount of medication (partial dose delivery by device)" was unknown. The outcome for the event "overmedicated themselves (extra dose administered)" was unknown. The outcome for the event "bit of a leak that's coming out from the spring part (device leakage)" was unknown. The outcome for the event "the plunger would drop on its own, would not stay up (device plunger issue)" was unknown. The outcome for the event "low blood sugar (blood sugar decreased)" was un-known.

Event description:
Case description: investigational results product name: ozempic 0.25/0.50 mg batch numbers: rzfff25 . The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission, following were updated: qc comment and result updated imdrf code added. Final manufacturer comment: 15-sep-2025: the product was not returned for investigation to novonordisk. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. No conclusion reached. Extra dose administered contributed to blood glucose decreased in the patient. H3 continued: evaluation summary product name: novopen echo batch numbers: fvga091 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.